Event description:
It was reported that the user experienced low blood glucose after multiple meal announcements while using the ilet system, including an overnight episode with sweating and a recorded nadir of 40 mg/dl; the user requested less insulin delivery and received troubleshooting and education on meal announcing and carbohydrate matching. Symptoms included hypoglycemia with diaphoresis. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.